Manufacturer narrative:
One uni-directional, curve d, tacticath sensor enabled contact force ablation catheter was received for evaluation. The catheter shaft had been bent and fractured 0.89¿ proximal to the distal tip. The shaft material was torn and the internal components were exposed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the fracture in the shaft remains unknown.

Event description:
This report is to advise of a fracture noted during analysis.